Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage occurred. Upon removing the taxus liberte' 3.0x28mm drug-eluting stent from it's coiled covering, it was noted that the stent struts looked broken. The procedure was completed with another device. No patient injuries or complications were reported.

Manufacturer narrative:
The condition of the returned unit was consistent with the damage reported. However, the condition of the returned device was inconsistant with the event description. Some stent struts were flattened while others were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. However, further evaluation revealed that the mid-shaft polymer extrusion measured approximately 33.7cm, the inner lumen was stretched and accordioned throughout. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, indicating the device had been used in vivo. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the top assembly shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is determined to be design.